Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. Plastic material was found stuck in the vacuum nozzle. The plastic material was removed and the nozzle was purged. Reagent priming, an ise check, calibration, and controls were performed. Precision studies were performed and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas c 303 analytical unit. The sample initially resulted in a sodium value of 157 mmol/l and it repeated as 140 mmol/l.